Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system felt more difficult to push the plunger of delivery device than before. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event unknown.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25129686, 25129882 ,25133056 and 25133454 the four lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system felt more difficult to push the plunger of delivery device than before. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event unknown.